Manufacturer narrative:
Patient information was unavailable from the site. Unique device identifier (UDI) is unavailable. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a cranial resection, the registration for the procedure could not be created after generation of a 3d model for the procedure. It was noted that the surgeon had difficulties generating the model and that the blue dot for initialization of registration was not located on the model. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
The system was analyzed and passe all work order requirements. The system performed as intended. Images provided show the blue dot to initialize registration was not contacting the 3d model. Probable cause due to incorrect scan protocol used. If information is provided in the future, a supplemental report will be issued.